Event description:
It was reported to tyco healthcare kendall on july 12, 2006, that a customer had a problem with a foley catheter. The customer reported that, the balloon burst on the first post-op day. The balloons were filled with a 30ml glycerin water mix.